Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized 5 times in the last few months due to low and high blood glucose with blood glucose levels of 11, 16, 21 mg/dl at the time of the low incidents. The customer also got hospitalized 2 times with high blood glucose levels over 700 mg/dl at the time of the incidents. The customer did not mention how they were treated. The customer experienced symptoms such as loss of consciousness during one of the low incidents. The customer was wearing the insulin pump during the incident. The customer reported battery longevity issues, the pump rejecting new batteries, no delivery alarms, less responsive pump buttons, and louder pump rewinds. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08755 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, unexpected motor noise anomaly or rewind anomaly noted during testing. Device uploaded properly using carelink. The test battery was removed and reinserted with no failed battery test alarm noted. Device was programmed and monitored for 1 day. No charge/battery anomaly or device history settings reset anomaly noted. All buttons function properly. No damage noted on the keypad traces. No button error alarm noted. During visual inspection, the keypad connector on the lcd was found locked properly. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.